Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s infusion site became dislodged during sleep, leading to elevated bg with a high of 288 mg/dl for several hours. The grandmother disconnected the user from the ilet and administered manual long-acting and rapid-acting insulin. The user will remain off the ilet for at least 24 hours before reconnecting. No symptoms were reported, and no medical intervention was required